Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display with critical pump error after moisture exposure and insulin pump stopped working. The patient¿s blood glucose level was 282 mg/dl at the time of the incident. Issue was not resolved by troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Device nit received with blank display due to corroded electronic assemblies. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify critical pump error due to blank display. Device received with corroded motor home switch and cracked battery tube threads.